Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. It is possible that the nav 6 filter and bare wire tip may have had significant difficulties with clearance between the heavily tortuous anatomy and the implanted xact carotid stent as such it during retraction ultimately separated; however, without the device to examine, this cannot be confirmed. The filter and bare wire tip were left in the patient and as such the hospitalization required and anti-coagulant medication is due to procedural circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the left internal carotid artery with heavy tortuosity in the proximal and distal portions. The first emboshield nav6 embolic protection system (eps) was advanced and the filter came out by itself when it was just distal to the lesion. The device was removed without issue and another emboshield nav6 was used to continue the procedure. The second emboshield nav6 was advanced to the lesion and carotid stenting was performed successfully with an xact carotid stent. When attempting to remove the emboshield nav6 filter on the bare wire, the filter would not collapse and also could not be removed. It was attempted many times to pull the bare wire and push the retrieval catheter to try and remove the filter but it was not working. Ultimately, the bare wire was pulled hard enough that it separated at the radiopaque tip which was stuck in the filter. The retrieval catheter and the other portion of the bare wire were removed, but the filter and the tip of the bare wire remain in the patient. The patient was heparanized after the procedure and was kept overnight. Diagnostic cerebral angiogram (dca) was performed and there was noted to be good cerebral flow. As the device has good wall apposition, it was decided to leave the filter, monitor the patient and keep on anti-coagulants. No additional information was provided.